Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this female patient's knee was revised 10 years post op. No other information available.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear as stated in the legal documentation. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation and radiographs, photographs, or operative notes were not provided.

Event description:
Additional information via legal notification; left knee revision surgery to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information: b5, g4, & h6. Medical device problem code. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.